Manufacturer narrative:
The device has been returned and is pending investigation. A supplemental report will be submitted with the investigation results once the investigation has been completed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 26.0 hardware: iphone17.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that after she filled a pod with insulin and primed it, the pod became hot, began to smoke, and ultimately caught fire. The pod was not used and was subsequently placed in water to cool down. No further information was given.

Manufacturer narrative:
Inspection of the returned pod found evidence of external thermal damage to the adhesive pad and bottom housing. No evidence of thermal damage was found to internal components of the device. The exact timing and cause of the observed exterior thermal damage could not be determined. The pod was received not deployed. The pod generated an 0x5c hazard alarm indicating open count too low at end of prime. The download data shows that a failure to transition in the rotational sensor occurred in tandem with a slight dip in pulse widths indicating a drive stall occurred due to the hook talons slipping over the ratchet gear. Rerun of the device did not replicate the drive stall. No damages or defects were found that would cause the failure to detent. The exact cause of the failure to detent could not be determined.